Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any it was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that (B)(6) 2020 a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod for more than 48 hours on the abdomen. Patient was taken to the intensive care unit where they received treatment. Patient was treated with intravenous therapy with fluids with electrolytes and potassium. Patient was then monitored closely. Patent was given 12 units of insulin he next morning. Patient was released after 2 days.